Event description:
Complainant alleged that medics responded to a call for a pt who had no significant medical history, but had recent cold symptoms. The pt was found by a bystander not breathing and with blood about both nostrils. CPR was initiated and "911" was called. Upon arrival to the scene, the bystander carried the pt out to the ambulance and the pt was placed on the cot. The medic found the pt to be cyanotic, apneic and pulseless. The pt's heart rhythm was monitored with this device via 3 lead ECG cables and the pt was found to be in fine ventricular fibrillation. Electrode pads were placed onto the pt, the device was charged to 10 joules, however displayed a "check electrodes" message and failed to discharge upon three attempts; CPR was continued. The medic switched electrode pads, however the device failed to discharge. The pt was intubated and CPR was continued. The medics obtained another defibrillator and the medics used the ECG cables from this device on the second defibrillator. The pt was treated with 10 joules and was converted to an asystole heart rhythm. The device was charged to 10 joules, however the device displayed a "check electrodes" message and failed to discharge; CPR was continued. The medics recieved orders to transfer the pt to the emergency room's critical surgery dept. Prior to arrival, the pt's heart rhythm was asystolic and the pt was pulseless. CPR was continued throughout the call, ventilation was performed, oxygen was provided and medication was given to the pt intravenously. However, the pt remained cyanotic and subsequently expired.